Event description:
1. Sound star: magnetic sensor error was displayed, but the issue was resolved by unplugging and plugging the cable, and attempted to obtain sound fam. 20 frames were obtained, but the calculate button could not be pressed, and on the point list, everything was floating. Sound fam could not be created, but the procedure was continued as it was, and the procedure was completed without any problems. 2. Ablation was performed 8 times on cavo-tricuspid isthmus using farapulse. There was no change in the electrocardiogram, but when contrast was performed on the right coronary artery, the #2 branch was spasming. The issue was improved by injecting nitroglycerin. The procedure was continued as it was, and the procedure was completed without any problems. The patient's condition was fine and the patient left the room. Description of adverse event : transient spasm. Physician's judgment on health hazard: non-serious (moderate/minor). Causal relationship with the product: unknown. Were any abnormalities observed prior to use of the product?: none. Were any abnormalities observed during use of the product?: none. The complaint product(s) will be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).